Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The omnilink elite referenced being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a 50% stenosed, moderately tortuous and calcified lesion in the iliac artery. Resistance was felt when advancing a 9x59mm omnilink elite 35 balloon-expandable stent system (bess) through a 6f guiding sheath. Difficulty removing the bess from the guiding sheath was felt. An attempt to advance a 6x80mm armada 35 balloon catheter was made; however, resistance was felt with the guiding sheath. Resistance removing the balloon catheter from the guiding sheath was felt. The procedure was successfully completed with a new guiding sheath, a non-abbott stent, and an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. While pressurizing the device, fluid leaked from a 1 mm longitudinal balloon rupture. The difficulty to position and remove from the guiding sheath was unable to be confirmed due to the condition of the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position and difficulty removing the device from a guiding sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.